Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the tandem usb cable broke. And does not charge the pump. The customer's blood glucose level ranged from 135-136 mg/dl. The customer was able to charge the pump with an alternate cable.